Manufacturer narrative:
The investigation determined that a lower than expected vitros iga result was recovered from a patient sample processed on a vitros 5600 integrated system. The assignable cause of this event is user error due to inappropriate interpretation of an analyzer flag. The investigation found no evidence to suggest a malfunction of the iga reagent or the vitros 5600 integrated system.

Event description:
A customer reported a lower than expected vitros iga result obtained from a patient sample processed on a vitros 5600 integrated system. Vitros iga result <40.0 mg/dl versus expected 62 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported outside the laboratory; however, there were no reports that treatment was altered, initiated or stopped based on the result. There was no allegation of patient harm as a result of this event. (B)(4).